Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021, which was tested on xpert sars-cov-2 and resulted in sars-cov-2 negative (reported to the physician). A second sample was tested on xpert xpress sars-cov-2/flu/rsv (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to the physician). A third sample was tested on xpert xpress sars-cov-2/flu/rsv (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to the physician). A fourth sample was tested on xpert sars-cov-2 (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative (reported to the physician). Review of the data provided was consistent with low target concentration. The likely root cause is target near limit of detection or near cut-off. There is no evidence of product malfunction and no report of patient harm. As per section 3 of xpert xpress sars-cov-2s eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from the patient on (B)(6) 2021, which was tested on xpert sars-cov-2 and resulted in sars-cov-2 negative (reported to the physician). A second sample was tested on xpert xpress sars-cov-2/flu/rsv (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to the physician). A third sample was tested on xpert xpress sars-cov-2/flu/rsv (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to the physician). A fourth sample was tested on xpert sars-cov-2 (unknown if it was a repeat test of sample 1 or a recollected specimen) and resulted in sars-cov-2 negative (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Additional information was provided for the reported product's expiration date in section d4 and manufacture date in section h4.